Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Hematoma and seroma is a known adverse event listed in the intera 3000 hepatic artery infusion pump IFU and label.

Event description:
Intera oncology received a report that a patient called the clinic on (B)(6) 2025, stating he had swelling in the pump pocket area (llq area). The patient had no fever or pain. The patient went to the emergency room after calling the physician's office. The initial thought from the physician was extravasation of fudr that was done at the last refill on (B)(6) 2025. However, this thought was later discarded as it was revealed the patient had hematoma and no extravasation. In addition, it was determined that the swelling ended up being secondary to hematoma rather than extravasation. Also, the infusion nurse, stated they have had difficulty refilling the patient's pump due to weight gain and adipose tissue.